Event description:
It was reported that the patient had an infection. It was also reported that during the implant attempt, there were two inflected places in the blood vein and the lead got stuck. When the lead was pulled with force, the coil stretched. The physician removed the lead and attempted to implant a second lead with the same results. The physician attempted a third and thinner lead and the lead was implanted with no issues. The physician was dissatisfied with the structure of the coil of the first two leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.